Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2022, the patient woke up during the night and experienced vomits and loss of consciousness. A bg was taken (no information who took the measurement) which was 80 mg/dl. An ambulance was called and the patient was taken to the hospital. The patient was monitored for few hours and there was no medication provided at the hospital. The patient recovered and was discharged the same day. At an unspecified time of the event the cgm was reading 240 mg/dl and the blood glucose reading was 70 mg/dl. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.